Manufacturer narrative:
This report is made based on the results of evaluation completed on 06/17/2011. Recall 2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. During evaluation the force sensor was found to be dimpled and out of calibration. Contamination was found on the force sensor assembly. Unrelated to the complaint, the battery compartment was found to be cracked.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.